Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator (ICD) system. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/lead serial numbers. The article indicated there were complications/failures; however, there was no direct failure/complication specific with device and/or lead models. The complications/failures reported included: ¿pacing threshold increased, lead dislodgement, endocarditis, inappropriate phrenic nerve stimulation, cardiac perforation, infection, hemothorax, post-operative bleeding, pneumothorax, device extrusion, capture issues, device misuse, and impaired wound healing.¿ the status of the device/lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 63 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: implantable defibrillators with enhanced detection algorithms: detection performance and safety results from the painfree sst study. Pace pacing and clinical electrophysiology. 2014;37(9):1198-1209. (B)(4).